Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged unexpected shutdown issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown. Subsequently, it was reported that a malfunction alarm occurred. Customer's blood glucose level was 350 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.